Event description:
It was reported that during implant of the atrial lead, anomalous sensing values were seen in addition to a loss of capture; impedance was also noted to be high. The lead was not implanted. A replacement lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).